Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of hi results (more than 600mg/dl). Customer states that feels well and requires no medical attention. The customer's expected blood result is 270mg/dl fasting. Verified the strips expire 7/31/2018. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained hi not fasting. Reviewed meter memory: (B)(6). Memory concerns: hi. Customer initially called to question what hi meant,customer glucose levels are normally high. Ran blood test while troubleshooting and results were hi. Customer is performing blood test using two true2go meters (B)(4) (strips) ps2486 (in date) and results aware hi, compared results with (B)(4)- strips (ps2445) results hi. Both meters will be replace, sending strips and control solution. Meter does not have time and date setting. Customer was not specific about times test were done. Target range (fasting) 270. Target range non fasting 140mg/dl-148mg/dl.